Event description:
It was reported that the patient had presented for a device check. Upon interrogation, it was found that the patient's insertable cardiac monitor (icm) had entered reset mode. Programming changes were made, and the function was restored. There were no patient consequences.